Manufacturer narrative:
Clinical evaluation performed by medical affairs on 16 february 2018: femoral fracture occurred 3 days after primary cementless total hip arthroplasty in a 86 year old patient. No trauma was reported. Immediate postoperative fractures are known possible adverse events of total hip replacements. They may be due to the normal bone weakening caused by the intraoperative femoral preparation and favoured by bone morphology and mechanical properties. There is no reason to suspect a malfunctioning device. Batch review performed on 19 february 2018: lot 172626: (B)(4) items manufactured and released on 11 october 2017. Expiration date: 2022-10-01. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Three days after primary the surgeon detected a femur fracture. The cause of the fracture is unknown. The surgeon revised successfully the stem and the head with another company's product.